Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 10/09/2025, a sales representative reported via email that an ar-1927bct biocomposite corkscrew ft suture anchor broke halfway through implantation. The bone was pre-punched with a silver corkscrew punch at the tuberosity for a supraspinatus repair. All broken fragments were reportedly retrieved. The case was completed, although part of the anchor remained in the patient¿s bone. This was discovered during a rotator cuff repair procedure on (B)(6) 2025. Additional information was received on 10/13/2025: the nature of the breakage of the anchor was in half, with the top third of the implant remaining on the inserter. All broken pieces were retrieved from the patient. The case was completed with ar-1927bct biocomposite corkscrew ft suture anchor. The case was delayed five minutes, and it is unknown if additional anesthesia was administered. The bone quality of the patient was assessed as normal, and the ar-1927pb punch was used for bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.